Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of oversensing with delivery of inappropriate therapy. At the explant procedure, the physician noted that the atrial distal setscrew was not tightened down. In addition, when the impedance value was checked on the ventricular lead, it varied from normal up to greater than 3000 ohms. A guidant ICD with atrial tachy therapies and a competitive defibrillation lead were subsequently implanted. The device and lead were returned to guidant for analysis.